Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "seroma-late" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphadenopathy.

Event description:
Healthcare professional reported a left side "localized fluid collection at the back of the pouch (late serous fluid?)", "detected the edema around the nipple with mild dilation of the central milk ducts" and "axillary lymph nodes and internal mammary lymph nodes on both sides were reactive inflammation", confirmed via MRI. Device was explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Seroma-late-breast: unable to observe since it is not related to the device. Lymphadenopathy-breast: unable to observe since it is not related to the device. Edema-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported a left side "localized fluid collection at the back of the pouch (late serous fluid?)", "detected the edema around the nipple with mild dilation of the central milk ducts" and "axillary lymph nodes and internal mammary lymph nodes on both sides were reactive inflammation", confirmed via MRI. Device was explanted.